Event description:
It was reported that the patient presented in the office for routine check. The right ventricular lead exhibited no pacing, no sensing, and noise. The lead was clinically resolved by reprogramming. The lead remained implanted. The patient will continue to be monitored.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.